Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the second inflation at 6 atmospheres for several seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.